Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2013-06066/06069).

Event description:
Legal counsel for patient reported that patient underwent hip resurfacing procedures on (B)(6) 2012 and (B)(6) 2012. Patient's legal counsel reports patient allegations of pain, loosening, pseudotumor and metallosis. Subsequently, the patient underwent revision procedures on the following dates: (B)(6) 2013, (B)(6) 2013 and (B)(6) 2013. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which were unknown at the time of the initial medwatch. Correction: date of event.

Event description:
Legal counsel for patient reported that patient underwent hip resurfacing procedures on (B)(6) 2012. Patient's legal counsel reports patient allegations of pain, loosening, pseudotumor and metallosis. Subsequently, the patient underwent revision procedures on the following dates: (B)(6) 2013. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports a left side revision occurred on (B)(6) 2013 due to patient allegations of grinding. Op notes report the presence of metallosis in the capsule and anteversion of the acetabular component. All components were removed and replaced with competitor components. Op notes report a right side revision occurred on (B)(6) 2013 due to patient allegations of pain and grinding. Op notes report the presence of a hematoma or seroma and a loose acetabular component. All components were removed and replaced with competitor components.